Event description:
Pt was initially implanted tfn construct on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 for the first revision surgery to correct the rotation of the distal segment with removal and replacement of two screws. Following the first revision surgery, the surgeon determined that reduction of the subtrochanteric fracture was still not satisfactory. Pt was then returned to the operating room on (B)(6) 2012 for the second revision and removal of hardware. Surgeon removed all hardware and pt was revised with competitor's nail and synthes' cable. This is 1 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. A review of synthes' device history records for mfg revealed no complaint related issues.